Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was reported to be elevated; however, the exact value was not provided. The customer changed out the infusion set and cartridge. As the customer had changed out the infusion set and cartridge prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.